Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative torqued the aspect box. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the systems' l-side monitor would not produce an image. No patient injury was reported.